Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue on the ICD was resolved. No information was provided as to what caused the ble issue. It was stated that the application was repaired via troubleshooting steps involving the patient's phone. There were no reported patient consequences.